Event description:
During evaluation of a returned uv flash transfer set, the patient connector was noted to be damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation is complete. The damaged patient connector was identified during visual inspection. Leak (under water, using pressure), clear passage, and clamp function testing were performed with no issues noted; the device passed these tests. The cause was unable to be determined. Should additional relevant information become available, a follow up report will be submitted. This is the same device as (B)(4).

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.